Event description:
It was reported that this right atrial (ra) lead was explanted. The reason was not provided. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Event description:
It was reported that this right atrial (ra) lead was explanted due to therapy upgrade. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
Available evidence indicates that this right atrial lead was explanted due to therapy upgrade, this event was not reportable. Event description has been corrected.